Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) to report the observation of a falsely depressed n latex flc lambda result on a bn ii instrument. Per the intended use section of the n latex flc lambda instructions for use (IFU): "results of flc measurements should always be interpreted in conjunction with other laboratory and clinical findings." Siemens is investigating. Note: the n latex flc lambda reagent is marketed in the united states under siemens material number 10873630. The 510(k) number documented in section g4 is for the us product.

Event description:
The customer reported the observation of a falsely depressed n latex flc lambda result on a bn ii instrument. The erroneous result was reported to the physician, who questioned the result. The sample was repeated for troubleshooting purposes on the same instrument and the results were still falsely depressed. The sample was repeated with an alternate method and the result was higher than the erroneous result. The alternate method result was reported and accepted as the correct result by the physician. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed n latex flc lambda result.

Manufacturer narrative:
Siemens filed the initial MDR on 27-dec-2024. Additional information 19-feb-2025: based on the analysis of the information provided and troubleshooting performed by siemens the probable cause of discordant flc lambda results tested with n latex flc lambda lot 473289 on the bn ii instrument could not be identified. The troubleshooting file did not contain the result data for the affected patient sample. Therefore, siemens was not able to analyze and evaluate kinetics associated with the discordant results for any aberration in shape or artifact or error flag. No other discordant results were obtained with n latex flc lambda and no issue with the assay or system could be identified through siemens' analysis. These observations suggest a single event for one single patient sample result which cannot finally be identified due to lack of information. Based on this information, a product problem was not confirmed. The n latex flc lambda lot 473289 is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required. In section h6, the investigation findings and investigation conclusions codes were updated.